Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. The patient¿s weight was requested but unable to be obtained. A supplemental report will be filed if additional information is received. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged during the tab release. Complete dislodgement occurred during the balloon aortic valvuloplasty (bav) resulting in severe paravalvular leak (pvl). The valve was snared and pulled to the descending aorta. Another transcatheter bioprosthetic valve was placed properly in the annulus. No other adverse patient effects were reported.